Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia symptoms leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure including hernia repair and linx device implantation on (B)(6) 2017. -patient returned to surgeon 4 days after implant with severe dysphagia and dehydration; they had not eaten anything since implant due to difficulty swallowing. -uneventful device explant (B)(6) 2017.